Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 382 mg/dl and 384 mg/dl. The customer reported that they allege insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with performing high pressure test and test was passed. Customer reported that the drive support cap appears normal. The customer was treated with intravenous drip. The insulin pump will not be returned for analysis.